Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The nurse reported via phone call the customer had hospitalized due to a hyperglycemia on (B)(6) 2022. Customer blood glucose level was over 900 mg/dl. Customer was treated with intravenous insulin drip and visited emergency room. The customer also noticed battery failed alert. Customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed for high blood glucose readings and customer confirmed about not used of the insulin pump system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.

Event description:
The nurse on behalf of customer reported via phone call that they were hospitalized for diabetic ketoacidosis and high blood glucose on november 01, 2022. Customer's blood glucose was 900 mg/dl. Emergency medical services was dispatched. Customer experienced symptoms of confusion and feeling sick due to high blood glucose. High blood glucose and diabetic ketoacidosis was treated with manual injections and IV insulin drip. The customer was using the insulin pump within 48 hours of the reported event. Auto mode feature was not active at the time of incident. Troubleshooting was performed. Customer was also reported battery failed alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6- health effect clinical & impact code with this report.